Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not feel that their symptoms had improved much since they first got the device. Patient stated they experienced incontinence with bladder and bowel. Patient was able to sync with their patient programmer and it showed stimulation was off. Patient turned stimulation on and was not feeling stimulation. Patient stated they usually feels stimulation on and off, but was not feeling it. Patient also reported that when they held the patient programmer or antenna over the ins, they could definitely feel stimulation down their spine. Patient then stated they were feeling stimulation down the low end of their spine and in buttocks, patient did not know if this was the correct area. Patient stated their stimulation was set at 4.5 v. Patient was redirected to their healthcare provider if turning stimulation back on and increasing as needed does not resolve symptoms. No further complications were reported or anticipated. Additional information was received from the patient. Patient stated ¿the bowels movements seemed to be more like they should be¿ and confirmed their symptoms had improved. Patient reported their bladder are under control during the day and the problem is at night. Patient successfully waited until they could use public restrooms while doing activities. Patient reported the problem is over night, they sleep too soundly and do not wake up at night. Their objective was to go to the bathroom at night. Patient also reported they do not have a bowel movement every day and may be every other day, they will have a large bowel movement and that¿s it. During the call, patient successfully synced and confirmed the stim was on, patient was on program 2 at 2.4 v. Patient felt comfortable stim at 2.7 v. It was reviewed with patient that stim was not necessary to receive effective therapy. Additional information received as patient reported that doctor wanted to do MRI for unrelated surgery in left arm but they called doctor to not to do that as they had interstim in their back. The representative returned call, they said let's do "using monitor together." Device was turned off and it had not been functioning. Device was turned on and incontinence was in control but not in the night. They did not wake up soon enough to use toilet.